Event description:
It was reported that during use of the product, the trach tube cuff was found with water droplets inside. This would not allow the cuff pressure gauge to function properly. Since the products (tracheostomy tubes) have been used in the same manner and no such event has been observed until then, the customer suspects the cuff may have had water in it during or before the shipment. No patient injury was reported. No other information was provided with this complaint.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the sample appeared to be in good condition, no water inside inflation system was found. Functional testing found that after 12 hours of the inflation test, the cuff was still fully inflated. Returned device was also submerged in water. No air leak nor fluid inside inflation system was observed. Device passed all functional testing, unable to replicate the reported issue. No problem found. It is the most probable that a fluid was introduced into inflation system due to a practice which is not in compliance with instructions for use.